Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This is from a literature source. It was reported that a (B)(6) male patient with persistent atrial fibrillation and frequent pac underwent a successful pulmonary vein isolation. The lasso mapping catheter was brought to the right atrium (ra) for mapping. On advancement into the ra, the catheter became entrapped in the ra-ivc junction with unsuccessful attempts to pull the catheter back into the sheath. Intracardiac echocardiography demonstrated that the catheter to be stuck at the lower portion of the ra above the eustachian valve. Protamine sulfate was administered and right internal jugular access was obtained. A snare tool was used to apply cephalad force to the lasso catheter and free it from its confinement. Examination of the lasso catheter afterwards displayed a fibrous network of tissue attached to the catheter 5 mm from the tip. This was an abstract presented at the 2018 hrs meeting. The author commented that the event was device and procedure related. There were no injuries or other complications. Patient recovered normally.